Event description:
The customer reported that the system would display a film regulator failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a filament calibration. The system was tested and found to be working as intended and put back in service.